Event description:
It was reported that during a lap colon procedure, the clip was dropping out from the jaws. It was not noted how the case was completed. Pt consequence unk.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was not previously serviced for the reported condition of failure code of 403:317. Complaint no: (B)(4).

Manufacturer narrative:
The reported condition of failure code 403:317 was confirmed but not reproduced. Reported condition is due to faulty uim pcb (user interface module printed circuit board). The user interface module printed circuit board was replaced to correct the reported condition. (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 403:317. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. During baxter quality engineering review of the event history on june 24, 2010, it was determined that the reported condition occurred during delivery. This is involving a pump with software version (B)(4) which is categorized as unremediated.